Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper jaw detached and the I-blade upper tip broken off and both pieces not returned. The device was connected to the generator and it was recognized. Due to the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a procedure, the jaws on the device broke apart while being used on thick tissue. A second device was used and the same issue occured. It is unknown whether or not any part of the jaw fell into the patient or not. The procedure was completed using another device and there were no patient consequences.